Event description:
Nuvasive was notified by the competent authority of (B)(6) ((B)(6)) that an initial surgery was performed on (B)(6) 2014 at l4-l5 in which a spinous process plate, and interbody spacer were implanted for treatment of degenerative disc disease at l3-l4, stenosis at l4-l5. Two days post operatively, revision was performed an (B)(6) 2014 for continued radiculopathy. The spinous process plate and interbody spacer were removed, a dural tear was identified and repaired and the plate was repositioned and placed back into the patient. The device remains in the patient.

Manufacturer narrative:
(B)(4). No radiographs or photos confirming the event have been received. Patient condition and status of health prior to event is unknown. The device was not received and remains in-situ. No further investigation can be completed at this time. No allegations of a product malfunction have been reported. Review of DHR for lot tu3335 notes no discrepancies with respect to material type, treatments, dimensions nor labeling. And no further investigation can be completed at this time. It is unknown if surgical complications/dural tear caused or contributed to the acute radicular pain. The revision surgery was performed to correct the dural tear and relieve the radicular pain. True root cause of this event cannot be determined. Review of labeling notes: warnings cautions and precautions "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."